Event description:
It was reported that the patient was being shocked. The patient¿s device had been turned on at the health care provider¿s (hcp) office on the day of this report. The patient stated that she had not felt the jolts at the hcp¿s office. The shocking reportedly started in the car on the way home and worsened once she got home. The patient stated that she was getting ¿large jolts to the body¿ even when she was not moving. The patient turned stimulation down to an amplitude of 2.20v. The patient felt stimulation and pain in her stomach both before and after turning stimulation down. The patient stated that she had not been around anything magnetic or electronic. Additional information was requested but was not available at the time of this report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).